Manufacturer narrative:
A correction was made to include the following as a system report: product ID (B)(4) serial# (B)(4): product type lead product ID (B)(4) serial# (B)(4) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient felt shocking sensation at the lead insertion site after recent battery was replaced. It had only worsened until patient contacted the manufacturer's representative (rep) to set up an appointment. It was reported an impedance test was done; several electrodes high or out of range. All programming on (B)(6) led to a shocking sensation despite usage of normal impedance electrodes. A reprogramming occurred. Patient to follow-up with his surgeon on (B)(6) 2018. Issue not resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that after deployment of the anchor during the lead replacement the surgeon was able to freely move the lead through the anchor. The bumpy anchor from the lead kit was not used. It was placed on the lead and removed after it was not functioning appropriately. The sutures were looked at and the anchor was inspected. The anchor was removed and another manufacturers anchor was used. The issue was reported to be resolved at the time of the report. No further information was reported.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), product type: lead; product ID: 3778-60, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient had device replaced in 2018 but no lead revision. Patient has established care with an hcp. Battery was discharged and unable to read impedances, but based on prior measurements, hcp plans for a lead revision. No further complications were reported.

Manufacturer narrative:
Upon further review, updated to add adverse event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the anchor found insignifiacnt anomalies and the anchor was cut at the implant site. Analysis of the anchor found no anomalies. Analysis of the lead (s/n (B)(4) found the lead body conductors 0 and 3 were broken 2.8 cm of the connector area. Analysis of the lead (s/n (B)(4).found all conductors were broken at the anchor site 18.7 cm from the distal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the rep met with the patient on (B)(6). The rep tried additional programming around the impedances with no success and also rechecked impedances and discovered changes in the out of range electrodes. Per the rep the changing out of range electrodes suggests fractures in the leads. The patient was referred for a lead replacement. Lead replacement pending at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reiterating the previously reported event, stating that when the healthcare provider (hcp) used the bumpy anchors, after suturing, they tugged rather hard on the lead and the anchor stayed in place, but the lead moved freely through the anchor. They stated that the hcp used the anchors that came in the lead kit for the procedure. They stated that the hcp kept the anchor on the deployment tool, sutured the anchor, deployed it off the tool and then tugged on it rather quickly after deploying the anchor. The rep stated that they had sentback the bumpy anchors used, as the hcp removed them and used another manufacturer¿s anchors. The rep indicated that the reason for the patient receiving the new lead was because they had fractured leads as also previously reported. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead product ID 97792 lot# unknown serial# implanted: explanted: product type accessory product ID 97792 lot# unknown serial# implanted: explanted: product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.